Manufacturer narrative:
The reported complaint has been confirmed. The unit was not returned to the manufacturer for testing. The user facility's biomedical engineer has confirmed that after the case the battery icon has returned to a green status. He left the unit plugged in, turned on and charging overnight. The batteries were then fully charged. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical engineer, after the procedure the battery symbol was illuminated green as expected. He left the unit plugged in and turned on overnight and the batteries fully charged.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the batteries were not charging. The unit was used plugged into alternating current (ac) power. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.